Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Patient reported: "I wasn't prepared for the amount of shocking news I received. I understand about tooth mobility, but the aligners moved tooth 24 to hit tooth 9, and I was unable to close my mouth all the way. My dentist shaped tooth 24 to correct my bite and suggested I stop the aligners immediately and switch to full braces or, at the very least, a lingual bar. Tooth 9 also had a darker area near the ligaments, and she was fearful that I would need a root canal or more.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.